Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the loading process. The user's blood glucose level was reported at 230 mg/dl. Reportedly, the user was able to reload the cartridge and continue insulin therapy.